Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to alarm air in line. This was observed during an unspecified process step on the trauma intensive care unit (ticu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, e1, e3, h3, h6(update codes), h11. H11: the device was evaluated onsite by a qualified technician. The device underwent a downstream (distal) occlusion sensor test, upstream occlusion sensor test, and flow rate accuracy test and all testing were found to be within product specification range. A review of the event history log showed multiple air-in-lines. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.